Event description:
A customer reported to the manufacturer that a remstar heated humidifier device had an unk problem. The device was returned to the manufacturer for eval and the manufacturer confirmed evidence of thermal deformation and a void to the device's lower housing. The customer reported no pt harm or injury had occurred. The investigation of the reported event has been completed. The investigation includes: an eval of the device involved with the reported event. An assessment of product labeling and a review of the device's complaint history. An eval of the device involved in the incident revealed evidence of fluid ingress inside the device's housing. The evidence was in the form of a contaminant that appeared to be tap water evaporates and rust deposits. The device's printed circuit assembly (pca) was similarly contaminated and showed evidence of corrosion, rust and thermal damage. The area of the pca that had been thermally damaged (circuit board and electrical components) exhibited contamination and corrosion; both of which are concluded to have led to the thermal event. Based on the evidence of fluid ingress found the manufacturer concludes that the thermal event that occurred was caused by two forms of use error: the use of tap water in the humidifier tank, and improper care and handling of the device in a manner that resulted in the observed fluid ingress. A review of the product labeling was performed to verify that product labeling contains appropriate and adequate guidance relative to use of distilled water with the device and care and handling of the device relative to fluid spills.

Manufacturer narrative:
Product labeling (ref. Remstar heated humidifier user manual, part number 1020426, revision 00, page 1) includes the following content related to use of distilled water and care and handling of the device, it recommends only distilled water to be used with the device; cautions user to drain and dry fluids spilled on the device prior to use, and not allow the water chamber to sit for any length of time after it has been filled with water; informs users that allowing water to sit in the chamber when it is not connected to the humidifier may cause the chamber to separate from the bottom plate, which could cause water leakage; and informs the user to discontinue the use of the device and acquire service in the event a problem is observed with its operation. The manufacturer concludes these warnings are appropriate and adequate for their intended use. A review of the device's complaint history for the previous four-year period (january 1, 2006 - september 23, 2010) was performed to determine if similar failure modes had previously resulted in an adverse event. The results of the review confirmed that there have been no deaths or injuries associated with this failure mode. Based on these findings, the manufacturer concludes that no further action is necessary.